Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a device change out procedure when the physician used electrocautery, loss of capture that resulted in approximately four seconds of asystole was seen. Boston scientific technical services (ts) was consulted and discussed that the defib detect circuit is designed to prevent energy from being delivered to an unintended location in the heart due to the circuit that is being created by the external current, as well as being delivered into the device and potentially damaging the circuitry. Ts explanted that if current is seen on the leads that exceeds the threshold, the defib detect circuit causes the device to truncate any pacing that is occuring at that moment. The pacemaker was explanted as planned and the right ventricular (rv) lead was surgically abandoned. The patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.